Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Logs showed a lot of positioner motion controller errors, which would prevent gantry from moving in the x, y or z axis but only one gantry error which may have prevented the door from opening. Found defective j5 12vdc supply connector located on power switching board that leads to 8-port ethernet switch. Loss of switch power prevented all motion controller(s) from communicating. Replaced power switching board. Issue resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unresponsive when the user was attempting to acquire a post-operative spin. It was reported that the user had successfully taken 2d localization images, switched to 3d mode on the pendant, then pressed and held the button on the hand switch. The system was unresponsive. It was noted that the yellow indicator light was blinking continuously on the mobile view station (mvs). The user reportedly did not have any issues when taking 2d and 3d images earlier in the case. At this point, the system was rebooted with the umbilical cable plugged in and not plugged in, both without resolution. The door then had to be manually opened to remove it from the patient. The surgeon opted to complete the procedure without the use of the imaging system, and the case was finished with a c-arm. There was a reported delay of 10-15 minutes because of this issue, and the patient was not impacted.

Manufacturer narrative:
The hardware investigation of the returned power switching board found that the reported event was related to an electrical issue. Visual inspection found no problem with power switching board. The board was installed in a test imaging system and the ethernet switch did not receive power resulting in the system not achieving ready status. The reported event was confirmed to be caused by an issue with the power switching board.

Manufacturer narrative:
(B)(6).